Event description:
It was reported "during the procedure according to IFU, the md the the dilator was broken. So the md opened up the new kit to finish the procedure." No patient harm or injury. No medical intervention required. The second kit was used successfully. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a separated dilator hub was confirmed through complaint investigation of the returned sample. The dilator was separated directly adjacent to the hub. The material at the points of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. A device history record review was performed, and no relevant findings were identified. A CAPA was implemented on 14-june-2022 to address the issue of the dilator separation for part numbers l-07900-002b, l-07924-002b, l-07965-002b, l-07980-002b, w-08903-004c, l-07800-002b, l-07824-002b, l-07835-001a, l-07845-002b, l-07865-002b, l-07880-002b, w-08803-013c, and w-08803-013d. This implementation date occurred after the manufacturing date of the dilator involved with this complaint (08-june-2022). Therefore, this complaint is within scope of the CAPA. The CAPA investigation indicates the root cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the procedure according to IFU, the md the the dilator was broken. So the md opened up the new kit to finish the procedure." No patient harm or injury. No medical intervention required. The second kit was used successfully. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)